Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The emergency lamp was constantly blinking and was caused by shortage in the power supply and faulty igniter. In addition to the findings reported in b5, the top cover, chassis and rear panel were bent. Additionally, a faulty scope socket was found causing the locking mechanism to intermittently sticks. The non olympus lamp have more than 500 hours on it. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the backup light on the evis exera iii xenon light source needs to be replaced. During the inspection and testing of the returned device, the power supply was faulty. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reporter was unable to provide further details regarding the event. Based on the results of the investigation, it is likely that the following led to the malfunction: a) faulty ignitor . B) faulty power supply. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.